Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited continuously beeping and did not connect to the cassette. Subsequently, the patient switched to back up pump. It was reported no harm to patient.

Event description:
Additional information indicated that the infusion was life sustaining.